Event description:
It was reported that a revision surgery was performed due to fractured device that caused a dislocation.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned journey insert was examined visually and using optical microscopy. Minor abrasion, discoloration and deformation were observed in the bearing regions on the superior surface of the insert. The inferior surface of the insert also displayed minor abrasion, burnishing and deformation. The bcs post was fractured near the tip. Some material deformation was observed on the bcs post which may have been caused by repeated contact with the femoral cam combined with excessive loads. The clinical/medical team concluded, without the requested supporting clinical documents, or x-rays a thorough clinical/medical investigation cannot be performed. However, based on the product evaluation this fracture could have been caused by repeated posterior impingement of the femoral cam on the ps post combined with excessive loads. The resultant damage on the ps post could have created a stress concentration which led to the insert fracture. The further impact to the patient cannot be concluded due to the lack of supporting documents. This complaint will be re-evaluated if more information becomes available. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will not be issued for the device.